Event description:
In 2008, the patient reported that he received the 09 (technical inspection due) alarm on his infusion device. He stated he never received any of the prior 8x alerts (88, 86, 84, 82) warning him that the infusion device would soon shut down. The patient has a back up infusion device but stated he is out of town and does not have access to it. He was advised to contact his physician regarding injection therapy. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.